Event description:
"Caller alleged discrepant results compared with the lab results as follows:" date: 2009; inratio: >7.5, 7.2; lab: 2.0, 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 7.5; lab: 2.0; mean: 4.75; confidence limits: 2.6-6.9. Date: 2009; inratio: 7.2; lab: 1.9; mean: 4.55; confidence limits: 2.5-6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. In 2009, unable to perform retained strip accuracy test due to unk strip lot number on the event details. Hence, no further investigation is possible. Per info when complaint was received, meter is not expected to be returned. No corrective action required as no product deficiency was established.